Event description:
Healthcare professional reported "left side deflation". Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b1.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on march 18, 2025 with lot number 3187309. Based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as fold flaw opening. As per the investigation procedure, creases, non-penetrating nicks and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "left side deflation". Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported "left side deflation". Device was explanted.